Event description:
Patient reported a novasure endometrial ablation two years ago (exact date unk). The patient additionally reported she has experienced "closed cervix, lower back pain, abdominal pain, blood poisoning, constant severe utis, constant hospitalization, frequent vomiting/nausea, septic sharp pain in back". We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) and sterile lot reviews were unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).